Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation. This MDR occurred during the same event filled with medwatch numbers 9617544-2011-00304 and 9617544-2011-306.

Event description:
At c6-7 level, adjacent to previous c4-6 fusion, surgeon used cage with 3.5x12 st screws. Upon drilling second hole for the proximal screw, the drill bit fractured approximately to two thirds from the tip when it first penetrated the cortical shell. Surgeon removed the distal screw and cage and retrieved broken tip. The cage was reinserted with a rescue screw. Surgeon re-drilled the proximal screw hole with a 12mm drill bit. The drill bit tip broke in the same fashion as the other. When removing the cage with the aio guide, the inner shaft on the drill guide broke. The tip of the drill guide is still embedded in the cage. The patient received another cage with fixation. Delay in surgery, surgeon kept patient overnight in ICU.